Event description:
During a diagnostic arthroscopy procedure with a meniscus repair, the tip of the device brokeoff. This was discovered at the end of the case when the grasper was removed and the lower jaw was found to be missing. An x-ray was done to locate the missing piece. The piece had migrated to the posterior compartment of the femur. There was difficulty in retrieving the piece it took over an hour to retrieve the piece.